Manufacturer narrative:
Additional information: tel- (B)(6). Customer called for assistance reporting a malfunctioning pump. The issue she noted with the battery did occur during use. No patient harm or injury was reported. She received fse number from the day shift rn yesterday, (B)(6), who called in about a condensation issue. Lonnie reported that the batteries on the cardiosave weren¿t charging even when it was plugged in. She had already switched out the console. Fse had her power the affected console on and verify the issue was not related to it being in rescue mode. The pump powered on and showed the batteries were in fact charging. Fse verified lonnie had the pump plugged into a working outlet last night. Because fse was unsure of all the details, I went ahead and collected complaint information and suggested she tag the pump for biomed to assess. So, the fse visited the site and replaced compressor, pressure and vacuum tubes and mufflers. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. And it was reported that during repair the cardiosave intra-aortic balloon pump (iabp) found iabp not charging batteries. There was no patient involvement and no patient harm reported. Replaced reel, ac power cord. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received for further investigation. Failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)batteries weren't charging even when it was plugged in. The rn, called for assistance reporting a malfunctioning pump. The issue she noted with the battery did occur during use. She received my number from the day shift rn yesterday, who also called in about a condensation issue. The rn stated she had already switched out the console. She was advise to power the affected console on and verify the issue was not related to it being in rescue mode. The pump powered on and showed the batteries were in fact charging. The rn verified the pump plugged into a working outlet last night. The rn was advise to tag the pump for biomed to assess. There was no patient harm reported.